Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev3261 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a PICC 5fr dl that the stylet fractured. It came all out intact but broke into three different pieces." No other information was provided.